Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6)-2015, rv pacing impedance spiked to 2048 ohms up from a trend in the 300-500 ohm range. Impedances continue to be high and variable. On (B)(6)-2015, rv coil impedance measured 112 ohms, up from 82 ohms (B)(6)-2015. Beginning (B)(6)-2015, 2839 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. Concomitant products: 5076-52 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing and defibrillation impedances. Sensing integrity counter (sic) and noise were also present and it was determined that the lead was about to fracture. The lead is planned to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.